Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous right superficial femoral artery. A 6.0 x 200mm, 150cm ranger global dcb balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 4 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.